Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event took place prior to patient therapy in the cath lab. A fiber-optic intra-aortic balloon (iab) was being inserted and the console gave them a cal key damaged message. It was also reported by the perfusionist that the check off start-up screen on the pump was coming and going. They stated that the check off did not occur for the electrocardiogram (ECG). I asked if the ECG leads were on the patient and if they had an ECG waveform on the screen. The reporter was unable to answer since they were not there at the time of the incident. A second catheter and console pump was used and the second set-up worked appropriately. There was no reported patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "cannot detect ECG signal" is not able to be confirmed. The pump was checked by the hospital biomed and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Tc #(B)(4) for the iab complaint on the same report.

Event description:
It was reported that the event took place prior to patient therapy in the cath lab. A fiber-optic intra-aortic balloon (iab) was being inserted and the console gave them a cal key damaged message. It was also reported by the perfusionist that the check off start-up screen on the pump was coming and going. They stated that the check off did not occur for the electrocardiogram (ECG). I asked if the ECG leads were on the patient and if they had an ECG waveform on the screen. The reporter was unable to answer since they were not there at the time of the incident. A second catheter and console pump was used and the second set-up worked appropriately. There was no reported patient death or serious injury.